Event description:
According to the customer contact "the power cord has a burn mark on the prong end of the cable."

Manufacturer narrative:
According to the customer contact "the power cord has a burn mark on the prong end of the cable." The sample was evaluated and the customer complaint confirmed, however, a definitive root cause could not be determined. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.